Event description:
The customer stated that the device gave a result of 610 or 601mg/dl at 4pm when customer went to the hospital. They were tested at the hospital and their blood glucose result was 106mg/dl. One hour later at their house their device read 187mg/dl. Device was coded incorrectly. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.